Event description:
It was reported that during placement of the last screw, the cannulated drill bit made a slight contact with a previously placed screw and on contact with that screw, approximately 1cm of the drill bit sheared off. Sheared off piece was impossible to remove. Procedure was an arthroscopic ankle fusion.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the returned drill bit's distal tip is broken and damaged. The most likely cause of the event is as stated in the complainant's description that during preparation for the last screw, the cannulated drill bit made slight contact with a previously placed screw and on contact with that screw, approx.1 cm of the drill bit sheared off. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.